Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 395, 383 and 475 mg/dl. The customer's expected fasting blood glucose test result range is 89 to 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 328 and 301 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/15/2018 and open vial date is (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: reviewed meter memory: (B)(6).